Event description:
Customer reports obtaining results of 32mg/dl and 90mg/dl within 2 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. Customer reports leaving their strips in the car for hours on a hot day. No quality controls were used. Requested return of suspect device and replacement was sent.